Event description:
During an esophagogastroduodenoscopy (egd), the physician used cook endoscopy captura serrated forceps with spike. The report indicated there was "lots of tearing and bleeding" with the forceps cups when acquiring the tissue sample. The procedure was finished with these forceps and the reported "tearing and bleeding" at the biopsy site did not require medical attention. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we were unable to conduct a full investigation because the devices were not returned for eval. A definitive cause for the reported observation was unable to be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The instructions for use for this device advise the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to tearing of the tissue as reported. Prior to distribution, all disposable biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. Corrective actions: no corrective action warranted at this time because this report could not be verified and involves a potential complication. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.